Event description:
Additional information received indicated that the patient was receiving remodulin continuous infusion at 5mg per ml per intravenous route. Dates of use from (B)(6), 2020 to current date for peripheral arterial hypertension (pah).

Manufacturer narrative:
Other, other text: device evaluation no product sample was received; therefore, visual, and functional testing could not be performed. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release, and no problems or issues were identified. No root cause could be determined as the complaint could not be confirmed. Additional information b3, b5, e2, e3, and h6. Correction d3.

Event description:
Additional information received indicated that the patient was receiving remodulin continuous infusion at 5mg per ml per intravenous route. Dates of use from (B)(6), 2020 to current date for peripheral arterial hypertension (pah).

Event description:
Information was received indicating that during use of this smiths medical cadd legacy 1 pump, the pump exhibited no tubing on the screen or "can't pump" message". It was reported that the patient had pus like discharge coming from site which was getting better. Reported that the patient switched to another pump. No patient injury reported.